Event description:
During an alif level l5-s1 procedure a spacer handle snapped off during trailing performed by the surgeon. All pieces were retrieved and the surgeon was able to successfully remove the trial implant and completed the procedure. No patient impact was reported. This report is associated with the trial implant. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review revealed no complaint related issues occurred during manufacturing of the device. Visual examination of the returned device revealed several signs of use like slight nicks or discoloration, which indicates that this was an often used device. No discrepancy with the trial threads and slot were observed. Use testing demonstrated that trial attached to a trial holder without difficulty. No complaint issues detected, the trial operated within specifications.